Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. It was noted atp was given (5x) vt ended with last atp on (B)(6) 2013. The physician and facility was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).